Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose (bg) level was 345 mg/dl. Reportedly, customer performed a supply change to resolve the occlusion. Additionally, it was reported that the customer experienced a low bg of 53 mg/dl; cause was unknown. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.